Manufacturer narrative:
The pump was received with the battery corroded and stuck inside of the battery compartment. Removed the battery, installed and removed a test battery several times prior to testing. Battery installed and could be removed properly. The pump was received with moisture damage inside of the battery tube, partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was 94 mg/dl. Customer also stated that the battery was stuck on insulin pump and customer was not able to take it out. The device will be returned for analysis.